Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs stat result from cobas e411 rack analyzer. The initial result was 0.020 ng/ml and was reported outside of the laboratory. The repeat result was 1.34 ng/ml and was considered to be correct. There was no allegation of an adverse event. The reagent lot number was 305646. The expiration date was requested but was not provided.